Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a plate removal procedure the screwdriver needed to remove the implanted screws was not available in the instrument kit. The procedure was postponed and completed on another date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrumentation was not in the loaner kit during surgery. Osteolytic bone could therefore not be totally removed. No further information has been made available at this time.